Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an explant procedure, and the explanted products will not be returned per hospital policy. The patient was doing well postoperatively.